Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the unit intermittently blacked out and turned off in the middle of procedures and then all indicator lights began blinking on and off during inspection for use involving an olympus xenon light source. There were no reports of patient harm.